Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set. The following information was received by the initial reporter with the following verbatim. It was reported by customer that taxol tubing was fresh out of the packaging, and it allegedly had a clean break at the junction with port access and chemo leak.

Manufacturer narrative:
One sample model: 11532269, lot: 25025115 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the inlet port of the y-site above the pumping segment. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the root cause of separation between tubing and y-site (arm) is related to an incorrect holding time in the assembly by the assembler due to not properly following the standard work instruction and opportunities with the fixtures causing a gap and separation between components. A quality alert was created on july 14th, 2025 and communicated by production supervisor to involved personnel to inform this failure mode and reinforce follow the operations described in the standard work instruction. A new fixture will be implemented to assure the correct holding time. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.